Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. No repairs were made to correct the reported condition, the device was returned unrepaired at the customer's request. If any additional information is received, a follow up MDR will be sent. Additional information: this involved an unremediated infusion pump with user interface module master software version 5.03.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The pump was returned for preventative maintenance. The technician reported a colleague infusion pump with "no audible alarms" during service/testing by baxter. This condition had the potential to interrupt delivery. There was no patient involved; there were no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is not available at this time.